Event description:
Noise on signal from catheter. When the catheter was connected to the cable, there were noises on the display monitor. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. There was no noise with the new catheter. No injury to the patient.